Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery test at .08640 inches. No under delivery anomaly noted during testing. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 400 mg/dl and customer was alleging that insulin pump was under delivering. Customer was experiencing nausea. Customer was using insulin pump within 48 hours of insulin pump. Insulin pump was not on auto mode. Insulin pump had crack at back side. Device will returned for analysis.